Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 18oct2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was assumed that the defective printed circuit board was cause of no image. However, a definitive root cause of reported issue could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Correction to b5: it was observed during the device inspection, that the video system center exhibited no image with different scopes due to defect in printed circuit board (dr board). There were no reports of patient involvement.

Event description:
It was reported the subject device had no image. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.